Event description:
It was reported that a patient had a successful x-stop device implanted in (B)(6) 2009. In (B)(6) 2009, the patient was mugged and attacked. Subsequent to that event, the patient felt as if the device had dislodged. No further information was reported.

Manufacturer narrative:
Device not returned, contact information was not available for follow-up.